Event description:
It was reported that prior to starting a da vinci si surgical procedure, frayed wires were identified during set up on the permanent cautery hook instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was unable to confirm the customer reported failure of frayed wires. Instrument was found with banana plug bent at the back end of the housing. Engineering concluded that damage was likely due to excess force applied normal to the banana plug. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.